Event description:
The customer reported that on 01/08/1998 vasoseal was used following a ptca procedure. Four days later, the pt presented with a groin femoral mass. Ultrasound revealed a fluid collection in subcutaneous tissue area. Culture results were positive for kubsiella pneumoniae. The pt was put on antibiotics.